Manufacturer narrative:
Vyaire file identification: (B)(4). Service technician evaluated the ventilator and was able to verify customer's reported problem. Service technician was able to duplicate customers reported problem "hardware fault". The ventilator was tested with known good ac adapter and patient circuit connected. Review of event trace reveals several "fan flt1" conditions which are associated with the alarm "hardware fault". Replaced fan assembly and no additional alarms occurred. Bench testing reveals the power board is creating the non conformance. Power board was replaced and then ventilator passed alarm and patient assist tests. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that ltv 1200 alarmed hardware fault and during stand-by, the ventilator alarms vent inop. There is no patient involvement on the associated event.